Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) noticed a leak in the patient line during the initial drain, while being connected to the homechoice (hc). Nothing unusual was noticed about the supplies at the beginning of the setup. According to the hp, the patient line was pinched by the cassette door during the setup of the therapy. Once the leak was noticed, the hp stopped the therapy and disconnected from the hc. The hp wanted to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.